Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase and brain natriuretic peptide increased to unspecified levels and pump thrombosis was suspected. The pump was exchanged on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the patient's elevated lactate dehydrogenase level could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.